Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that he does not hear anything and has no benefit from the device. Currently, the recipient does not respond to any charge increase and reported discomfort under charge increase. Eabr testing is considered. The surgeon has scheduled an appointment for (B)(6) 2024.

Manufacturer narrative:
Additional information: based on the received information from the field, the device is not providing the expected auditory benefit to the recipient. Recent diagnostic imaging suggests an underlying anatomical anomaly, characterized by an unusually large cochlear duct length (cdl) and an apical region that appears incompletely segmented and cystic. Furthermore, partial migration of the electrode array was observed, with three electrodes now located outside the cochlea. The electrode array also fails to fully cover the basal turn, indicating a shallow insertion. In situ testing showed the device to working within specifications. Hence, the anatomical factors likely contribute to both the electrode migration and the compromised auditory outcomes. Further, the recipient experienced pain at the implant site, which is most likely related to the mentioned migration of the implant housing from its intended position.

Event description:
The recipient reported that he does not hear anything and has no benefit from the device. He does not respond to any charge increase and reported discomfort under charge increase. Triphasic pulse have been used where the recipient referred to hear softly and to have a slightly hearing perception. Further, the user reports a lot of pain in the area of the coil. The implant has descended.

Manufacturer narrative:
Additional information: based on the received information from the field, the device is not providing the expected auditory benefit to the recipient. Recent diagnostic imaging suggests an underlying anatomical anomaly, characterized by an unusually large cochlear duct length (cdl) and an apical region that appears incompletely segmented and cystic. Furthermore, partial migration of the electrode array was observed, with three electrodes now located outside the cochlea. The electrode array also fails to fully cover the basal turn, indicating a shallow insertion. In situ testing showed the device to be working within specifications. Hence, the anatomical factors likely contribute to both the electrode migration and the compromised auditory outcomes.

Event description:
The recipient reported that he does not hear anything and has no benefit from the device. Currently, the recipient does not respond to any charge increase and reported discomfort under charge increase. Eabr testing is considered. The surgeon has scheduled an appointment for (B)(6) 2024.